Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was unresponsive when trying to set up the max bolus. Customer alleged that a value greater than 19 units was not being accepted. The customer's blood glucose level was 293 mg/dl. During troubleshooting with tandem technical support, customer was able to enter a max bolus greater than 19 units.